Event description:
Customer reportedly received the following results on a aviva meter within 10 minutes: 392 mg/dl, 269 mg/dl and 167 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.